Event description:
Per distributor, the patient's cannula broke for the second time in two years. The patient temporarily taped it at home, and then in the hospital they barely managed to fix the cannula by inserting a piece of driveline cpc connector in place to hold the cannula together. Patient was hospitalized, sae is covered under (B)(4). This complaint covers exclusively the potential material degradation.